Manufacturer narrative:
Device lot number is unknown; component part 36598 lot 7720591 provided. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the hollow reamer broke during a procedure and part of it has been retained in the patient.this is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that: the performed investigation could not detect any material faults. The spare reamer tube broke according to a ductile forced fracture mechanism intraoperative. The diagonal crack configuration and the macroscopic crack on the shaft as well as the fine dimple structure on the entire fracture surface and the secondary cracks are a clear indication for a ductile enforced torsional fracture. During examination in the scanning electron microscope (sem) the entire fracture surfaces showed ductile honeycomb structures beside embedded primary and secondary carbides as well as a few secondary cracks, this is a clear indication of an enforced ductile fracture mechanism. It is likely that the instrument failed due to a singular overload event. Due to the missing destructive testing approval it is not possible to evaluate the root cause accurately due to the limited investigation possibilities. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.